Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they would like to check for the insulin pump if it was the one who cause them to trigger high blood glucose. The customer's blood glucose level was 163 mg/dl. The customer performed self test and displacement test and both the test passed. The device will not be returned for analysis.